Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted no guide wire was returned with the lead. A sample manufacturer guide wire was used to complete testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while backloading the left ventricular (lv) lead over a guidewire, the physician reported difficulty with the lead tracking. After three attempts to backload, the physician pulled the lead out of the body to inspect. Blood ingress was noted into the lumen of the lead. A new lead was placed and remains in use. No patient complications have been reported as a result of this event.